Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for lead revision due lead dislodgement. The patient fell while working in their garage and it was suspected that the lead dislodged during this time. Physician suspects that the patient may have spontaneously entered a shockable vt during the time of activity which led to an appropriate shock. The lead was repositioned successfully without any adverse consequences. Patient was stable before, during and post procedure.